Manufacturer narrative:
It was reported the patient went into complete heart block during navitor implant and it persisted upon implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The reported medical and surgical intervention was a result of case-specific circumstances as temporary pacing was turned on during procedure, and a permanent pacemaker were implanted due to heart block. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on 24 june 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing first degree atrial ventricular block and a right bundle branch block (rbbb) at the start of the procedure. The length of the membranous septum was 6.3mm. Pre-dilation was performed with a 23mm non-abbott balloon. The delivery system was inserted into the patient's body via the left femoral 20f non-abbott external sheath, and the native aortic valve was crossed. Upon crossing the valve, the patient went into complete heart block. Temporary pacing was turned on. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). The heart block persisted. Upon removal of the external sheath, three perclose devices were used, however the patient's groin continued to bleed. Heparin was reversed and pressure was applied. A 14f non-abbott sheath was inserted but the bleeding continued. The decision was made to perform a left femoral cutdown. A patch was applied, and hemostasis was achieved. The following day a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.